Manufacturer narrative:
The concerns of output noise were not confirmed. The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including lead impedance, crosstalk, and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. Longevity assessment found the device was operating at normal voltage range, with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic with complaints of dyspnea, dizziness and syncope. It was noted that right atrial lead and the right ventricular leads exhibited noise over-sensing which resulted in pacing inhibition. The issue of the pacemaker is not known. The pacemaker was explanted, and the leads were capped on 18 sep 2024. The entire system was replaced. The patient is recovering.